Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall the pt experienced a burning sensation. The burning sensation was at the lead-extension connection site where the leads go into the back. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.